Manufacturer narrative:
Product analysis: analysis was able to confirm the reported power off issue with the programmer. The device logs recorded an out of range reading on the ambient temperature sensor related to the micro processor unit (mpu) printed circuit board (pcb) assembly. Analysis was also able to confirm that the display was intermittent . The out of spec mpu pcb assembly was replaced. The hard drive was reconfigured, and the software was reloaded and updated. The device passed final functional and system tests. No other anomalies were found. This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer power went off while in stand-by. The programmer was returned for service. There was no patient involvement.